Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly, the customer removed the o-ring and successfully loaded the cartridge to address the event. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.